Event description:
On 22-mar-2026, the user reported that, on (B)(6) 2026, they experienced hypoglycemia with a bg of 54 mg/dl. The user was able to treat the low bg by oral glucose and glucagon with assistance from a caregiver. The user was treated by ems and transported to the hospital on (B)(6) 2026, admitted on (B)(6) 2026, and discharged on (B)(6) 2026.

Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems intervention and hospitalization while using the ilet. This situation can result in altered mental status and require emergency medical treatment, which is consistent with the reported ems transport, administration of glucagon, and inpatient admission. The user reported a blood glucose of 54 mg/dl and was treating with oral carbohydrates at the time of the event. Ems administered glucagon during transport, and the user was subsequently admitted and later discharged. Based on available information, no device malfunction has been identified. If additional information becomes available, a supplemental MDR will be submitted.